Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that atrial oversensing was observed. Programming changes were made that resolved the issue.